Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that a 6f anigo-seal was selected for use. In 2009, the pt returned to the hosp with leg pain. A run-off revealed that blood was diminished at the right side of the iliac artery. The physician used an export catheter to remove the clot and to restore blood flow. The pt was reported in good condition. No additional info is available.